Manufacturer narrative:
(B)(4). Date sent 6/10/2025. D4 batch #c9eh65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no clips were fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, fifteen (15) clips were found inside the clip track a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch c9eh65 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: how did device not work? No matter how many times it was tried to load, the device would not load even if the trigger gripped. Did device jammed (not fire clips)? Unk. Did device not feed clips? Unk. Did device drop or eject clips? Unk. Did device sideways feed clips? Unk. Did device fire malformed clips? The clip was unformed. Did device fire scissored clips? Unk.

Event description:
It was reported that during a laparoscopic gastrectomy, no matter how many times it was tried to load, the device would not load even if the trigger gripped. The clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.